Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge would not fully snap onto the pump. A new cartridge was successfully loaded to address the event. Blood glucose as 159 mg/dl.